Manufacturer narrative:
The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported the swartz braided introducer, 8 f, lamp (left atrial multi purpose) sheath was used for transseptal puncture and went through into the aorta, resulting in the pt needing surgical repair. The physician was performing transseptal puncture with a needle, the sheath was advanced and lodged into aorta as a result of the puncture being in the wrong spot. The needle punctured the aorta and it was not noted. The sheath was then advanced and a drop in pressure was noted. The pt was sent to surgery for repair of the aorta. The pt is currently in stable condition.